Manufacturer narrative:
The customer reported the sets are difficult to flush, and returned 11 samples of material mp5301-c. There were 8 of lot 23049109, 2 of lot 23039110, and one of unknown lot. Seven of the eight 23049109 were occluded. The two 23039110 lots were occluded. The unknown lot had no failure replicated. The root cause for all occlusions is the same, and is traced to excess solvent in the tubing/maxplus connection. There is an ongoing project at the plant to address the issues and prevent future occurrences. This is part of a corrective and preventative action (CAPA) project. The customer also reported that the sets are catching and are difficult to screw on, this failure was unable to be replicated. The root cause is unknown and the complaint could not be verified. Device history record review for model mp5301-c lot number 23049109 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model mp5301-c lot number 23039110 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#:mp5301-c , batch#:23049109, 23039110, unknown. It was reported by customer that they were getting reports from staff of having trouble with flushing and that it ¿catches and difficult to screw on¿ with our int catheters again. Verbatim: it was reported, we are getting reports from staff of having trouble with flushing and that it ¿catches and difficult to screw on¿ with our int catheters again. Lot # (10) 23049109. I have had 3 reports come forward in the last week. Found several more. I have 8 in total. 5 ¿ have lot number 23049109. 2 ¿ unknown lot number. 1 ¿ lot number 23039110. Can you confirm the item # of the product? 1085403236600. Also, do you have the product in your possession? I would like to send this into bd as well. This will allow us to provide detailed information. Yes we have the product.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 23049109, d.4. Medical device expiration date: 07-apr-2026, h.4. Device manufacture date: 06-apr-2023. D.4. Medical device lot #: 23039110, d.4. Medical device expiration date: 08-mar-2026, h.4. Device manufacture date: 02-mar-2023. D.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 of the bd maxplus pressure rated extension set with needleless connector was having trouble with flushing and connection issues with the int catheters. 5 with batch 23049109, 1 with 23039110, and 2 with unknown the following information was reported by the initial reporter and the verbatim: it was reported, we are getting reports from staff of having trouble with flushing and that it ¿catches and difficult to screw on¿ with our int catheters again.